Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, placement difficulty was noted and the lead dislodged. During the repositioning attempt, the helix was stuck in an extended position and the helix was unable to be retracted after more than 30 turns. The patient was noted to be very fragile, and had a severe drop in their blood pressure. Intravenous medications were administered at that time. Due to the unstable blood pressure, the physician elected to abort the atrial lead implant. The patient also developed paroxysmal atrial fibrillation (af) with slow ventricular response/atrioventricular block. The lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that a very bent stylet was returned stuck in the lead and the helix was retracted. Dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.